Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-06678. It was reported that the device and lead were explanted due to infection. It was unknown if the infection was related to the device. The patient was stable after the procedure.

Manufacturer narrative:
Correction: manufacturer report 2938836-2019-06677 should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).